Event description:
Incident occurred while nursing staff treating pt, tension was placed on the catheter. The catheter broke at first PICC oval disk. Long line was removed immediately using aseptic technique. Just pulled out. No surgical intervention required to remove catheter. Pt required another PICC line to be inserted. Catheter was not secured as per bd instruction booklet.